Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. Customer reported that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.